Manufacturer narrative:
Per the user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered the carbohydrate ratio incorrectly into the pump which caused an incorrect bolus amount. Customer did not deliver the bolus. Customer acknowledged that the incorrect setting was due to use error. Customer corrected the setting and bolus was confirmed to be accurate. Pump was functioning as intended. Customer's blood glucose was 135 mg/dl.